Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to ketoacidosis and high blood glucose of 498mg/dl. The customer stated that she was vomiting, and was experiencing unexplained high glucose for the past day. The customer stated that she treated her glucose with a manual injection in the emergency room. The customer did not have the insulin pump available while staying at the hospital and troubleshooting could not be performed. No further info was provided.